Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that secondary set c62 leaked. The following information was provided by the initial reporter: when the pharmacist is injecting chemo via the injector port of c62, the chemo started to leak out. Upon observation, the pharmacist noticed that it is leaking from the point where the clear plastic meets with the connector. However no cracks could be seen.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo that was received, a drop of liquid is observed outside the set, near the y-site, however, there is no definitive damage or crack observed on this connection. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for reported lot ta12131, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Without the physical sample we cannot verify any damage to the product or determine where the liquid originated therefore we were not able to identify a definitive root cause related to the manufacturing process at this time.

Event description:
It was reported that secondary set c62 leaked. The following information was provided by the initial reporter: when the pharmacist is injecting chemo via the injector port of c62, the chemo started to leak out. Upon observation, the pharmacist noticed that it is leaking from the point where the clear plastic meets with the connector. However no cracks could be seen.